Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 220 mg/dl. Troubleshooting was done. The customer stated that he able to saw open book image on screen. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. Critical pump error alarm not confirmed. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly . Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Pump error 63 with variable was also found in the formatted history file due to a hardware issue.